Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the complained problem was able to be confirmed based on the provided pictures. H3, h6: a product investigation was conducted. Visual inspection results: the component "clevis for threaded rod" (part # 03.312.810.15) is separated from the component "threaded rod" (part # 03.312.812.3). The component "threaded rod" (part # 03.312.812.3) is broken at the point where the diameter reduces to ø3.14 and the component "pin" (part # 03.312.810.16) is installed to retain the component "clevis for threaded rod" (part # 03.312.810.15). Document numbers/revisions reviewed: no nonconformances or documentation changes related to the complaint condition. Functional inspection: description of functional inspection the strut was extended/retracted through its full range of length. Additional functional inspections could not be performed due to the product being broken. Results of functional inspection pass - the ability to fully retract/extend the strut through its full range of length was not affected by the complaint condition. Dimensional inspection : using an optical comparator, the ø3.14 diameter of the section of the threaded rod where the break occurred was dimensionally inspected. According to drawing 03_312_810_3, rev b (top level drawing for threaded rod - quick adjustment strut), the tolerance for this feature is ø3.09mm - ø3.19mm. Results of dimensional inspection pass - diameter measures ø3.134mm which is within the specification listed on drawing 03_312_810_3, rev b (top level drawing for threaded rod - quick adjustment strut). Summary: the complaint condition of "broken" was confirmed, as it matches the reported condition, but upon further analysis it was determined not to be related to the manufacturing process for the following reason: there were no nonconformances during the production of the compliant products. The product passed all inspection criteria and was found to be within specifications at the time it was released to the warehouse as well as during an additional inspection performed on the broken device in this product investigation. The inspection process for the complaint product numbers per brandywine inspection sheet ns068344 rev f includes a 100% functional inspection, and no nonconformances related to the complaint condition were present for the complainant lot. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.312.811, synthes lot # h717740, supplier lot # na, release to warehouse date: 22 aug 2018, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, a maxframe strut with quick adjust broke. It is unknown when the issue discovered. It is unknown if there was procedure. No patient consequence. This report is for 1 of 1 for (B)(4).